Event description:
Consumer stated: I got my shyn brush yesterday. The speed is nice, but there's something wrong with the brush head. An entire bunch of bristles fell out almost immediately, and it keeps shedding bristles while I brush even after multiple cleanings. This really isn't going to work for me as a toothbrush if I wind up with a mouth full of bristles every time I brush my teeth.